Event description:
It was reported to physio-control that the customer's device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device would not likely be able to provide sufficient defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control advised the customer that their device is no longer under warranty and is not serviceable. Physio recommended that the customer purchase a replacement device. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.